Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a procedure, the right ventricular (rv) lead was found to have high thresholds and low pacing impedance. In addition, undersensing was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.